Event description:
It was reported that the nurse had prepared a treatment with morphine to be infused at 22ml/hr. Some time later nurse noticed the flow rate on the instrument had changed to 122 ml/hr. The patient suffered a breath depression and had to be moved to the ICU. The account could not provide any further information on the patient. It was also reported that the hospital was not sure what instrument was involved in this event and has sent 4 different instruments to their outside service for inspection.